Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the tablet would not switch on when the power button was pressed, despite being fully charged. It was reported that no sound was heard when the power button of the tablet was pressed. It was reported that the user had not applied excessive force when pressing the power button. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The suspect tablet was returned to the manufacturer. Analysis is underway but it has not been completed to date.

Event description:
An analysis was performed on the returned tablet and it was found that the cause for the reported failure to power on or off was associated with an upside down power button. Once the power button was installed correctly, no further anomalies associated with the tablet were identified during the analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.